Event description:
It is reported that the device was implanted in 2009. The device implanted, requires bone cement for adhesion. The device was implanted without bone cement.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Evaluation summary: it is reported that the device was implanted without cement. According to the package insert, only cr and lps porous coated femoral and tibial baseplate components can be used for cemented or uncemented applications. Pre coated implants, similar to the one used in this case, must be used in accordance within the package insert and surgical technique. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.